Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:25 a.m. The meter result was >8.0 inr and then the meter displayed a >9.0 inr result. At 10:49 a.m. The meter result was 4.0 inr. The patient preformed a full screen display and confirmed no segments missing from results area of display. No segments missing from results in meter memory as well. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient is in stable condition.